Manufacturer narrative:
(B)(4). The customer returned a double lumen catheter for investigation. Signs of use in the form of biological material were observed. Visual inspection of the catheter revealed the catheter body was separated into two between the 25 cm and 15 cm mark. The distal extension line was also cut. However, the cut portion of the distal extension line and the distal luer hub were not returned. The point of separation at the catheter body was microscopically examined and revealed the edges were smooth. The separation point is similar in appearance to a catheter that has been cut by a sharp object. The separation at the distal extension line also appeared consistent with damaged caused by contact with a sharp object. The catheter body measured 317 mm in length from the juncture hub to the distal tip. This is within the specifications of 307 mm - 327 mm per catheter drawing. The outer diameter of the catheter body measured 2.41 mm, which is within the specification of 2.36 mm - 2.46mm per catheter body extrusion drawing. This indicates that there is no issue with the catheter wall thickness. The proximal extension line of the catheter was first tested by occluding the distal end of the catheter body and injecting water into the extension line. No leaks were detected. The catheter was then leak tested per amrq-000071 8.7 (bs en iso 10555-1 annex c). This states, "apply a pressure of 300 kpa minimum. Maintain the pressure for 30 s. Examine the catheter/hub assembly, if present, and catheter tube for liquid leakage, i.e. The formation of one or more falling drops of water, and record whether or not leakage occurs." With the distal end of the catheter occluded, water was injected into the extension line of the catheter to a pressure of 300 kpa and maintained for 30 seconds. No leaks were observed from the catheter during testing. A device history record review was performed with no relevant findings. The IFU provided with this kit cautions the user, "do not secure, staple, and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow." The customer report of a cut catheter was confirmed by complaint investigation. The catheter body was separated. The point of separation appeared consistent with coming in contact with sharps. A device history record review was performed with no relevant findings. Based on the sample provided, unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The complaint is reported as: "the catheter was found cut during placement because some sort of force was put on it. No harm to the patient occurred."

Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: "the catheter was found cut during placement because some sort of force was put on it. No harm to the patient occurred."